Manufacturer narrative:
An event of valve underexpansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve underexpansion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Abbott employee loaded the valve. When attempting to deploy the valve, it was under expanded. Two re-sheaths were performed due to this issue. During the re-sheaths, the micro adjustment wheel had to be used to close the gap between the nose cone and capsule. However, the nose cone would open again by itself. Device removed and second pre-dilation was performed. Outside patient, the gap between the nosecone and capsule was unable to close with a 5mm gap. A replacement flexnav and 29mm navitor vision (20148665) were used to complete the procedure. The patient remained hemodynamically stable and there was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.